Manufacturer narrative:
Attempts to obtain additional information was performed, at this time, no further information has been made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high impedance measurements during the implant procedure. The lead was repositioned several times with no change in impedance measurements. It was reported that the helix was extended under fluoroscopy. Subsequently, this lead was not used and another lead was successfully placed. No adverse patient effects were reported.